Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded and is not available for physical evaluation. Therefore, the reported complaint of the second implant coming off the needle cannot be confirmed. It was reported that the physician pulled the device out of the joint too quickly, which may have resulted in the observed failure if the device was pulled too far from the joint in a quick motion, causing the second implant to separate from the needle. Other than this possibility, a definitive root cause for the device failure cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the second implant came off the needle on the customer's truespan 12 degree peek during a meniscal repair procedure. The first implant was installed and the physician pulled the gun out of the joint and the second implant came off. Rep stated physician error as it was pulled out of the joint too quick. The case was completed with another like device. There were no adverse patient consequences or delay. The sales rep stated the device was discarded by the customer. The following additional information was received via phone by mitek complaints on (B)(6) 2017: the sales rep stated that the surgeon cut the suture and left the first implant in.